Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had low flows and high pulsatility index (pi) levels. The patient had a colonoscopy last week for questionable colon cancer seen on positron emission tomography (pet) scan. The patient had a recent lung cancer diagnosis. The patient was bridged with heparin drip prior to the colonoscopy. Multiple polyps were removed during the colonoscopy. The patient had significant bleeding post-procedure requiring blood products. The patient went back for a second colonoscopy on (B)(6) 2020. Clips were placed on the sites that were bleeding. Following this procedure, the patient had flows in the low 3 liters per minute (lpm) and pis around 8. On the morning of (B)(6) 2020, the patient developed nausea and vomiting and was not feeling well. The patient's mean arterial pressures (maps) were low (in the high 60s). The patient continued to have flows in the low 3s lpm and high pi levels. At 10:30 pm on (B)(6) 2020, the patient had intermittent low flow alarms and pi levels remained high. The patient became confused and had cool and clammy skin. Maps were in the 70s with flows in the high 2 liter per minutes (lpms) and pi levels at 9. The patient's speed was 5400 revolutions per minute (rpm). The patient received multiple units of blood and about 500 ml of normal saline. The patient's flow remained in the high 2 lpms with pis 8 to 9. Lactate dehydrogenase was normal. The account believed that the patient had a volume and pressure issue. An echocardiogram was suggested. The account was working on getting the patient an echocardiogram on (B)(6) 2020. Log files were to be sent. Log files were sent. The patient continued to have low flows and high pi levels. A review of the log files captured low flows with high pi readings. The patient expired on (B)(6) 2020 due to multi-system organ failure and sepsis. The low flow alarms resolved after bleeding resolved and after blood transfusions. The echocardiogram showed that the patient was dry. No other device related issues were noted on the echocardiogram. The patient had an arterial line. The patient was originally admitted on (B)(6) 2020. The death was not considered to be device related. The device operated as expected. The device will not be returned for evaluation.

Event description:
The patient was hospitalized for possible colon cancer on (B)(6) 2020. A colonoscopy was done on (B)(6) 2020. The colonoscopy revealed multiple adenomateous polyps which were removed. The patient received 8 units of packed red blood cells (prbc). The patient required coil embolization to treat the refractory gastrointestinal bleeding. The patient's cause of death was related to progressive vascular shock. The account suspected that the progressive vascular shock was a result of bowel ischemia brought on by the coil embolization required to treat the refractory gastrointestinal bleeding. On (B)(6) 2020, the patient required increasing doses of levophed to maintain blood pressure. The patient started at mean arterial pressure (map) 64 but this gradually fell despite maximal levophed. The family and patient decided on comfort care. The pump was turned off with family at bedside.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. In addition, an analysis of the log files submitted by the account confirmed low flow alarms. The submitted system controller event log file contained data from 28aug2020 from 06:53:19 through 08:32:03. The file captured intermittent low flow hazard alarms that day. Of note, the pi values were elevated during the time of the alarms. The pump operated as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jul2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding, sepsis and multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Death is also listed as an adverse event. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. This document contains information about preventing infection. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. In addition, an analysis of the log files submitted by the account confirmed low flow alarms. The account communicated that the alarms resolved after the bleeding stopped and the patient was given blood transfusions. The submitted system controller event log file contained data from (B)(6) 2020 from 06:53:19 through 08:32:03. The file captured intermittent low flow hazard alarms that day. Of note, the pi values were elevated during the time of the alarms. The pump speed remained stable, and the system appeared to function as intended for the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate 3 lvas instructions for use (IFU) lists bleeding, sepsis and various types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and that changes in patient conditions can result in low flow. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. Both documents also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing this event.

Event description:
The account reported that the coil embolization to stop refractory bleeding led to bowel ischemia and death on (B)(6) 2020. The cause of death was listed as vascular shock from bowel ischemia.

Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.